Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 405-high mg/dl and high ketones, which were identified as dangerous by a healthcare professional. Reportedly, the customer was using insulin that was off label. Customer attempted to address bg with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences.